Event description:
Customer reported to beckman coulter, inc. (Bec) that sample tubes that were run on the unicel dxc 600 synchron system were wet upon removal. Customer reported that the blade wash collar on the cap piercer was overflowing. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) back flushed line 118 to remove an occlusion. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
(B)(4).